Event description:
It was reported that during a labral repair, both implants broke on insertion. The surgeon removed as much of the implant as possible but the tips remained. The case was completed with two more implants from a different lot and were inserted next to the broken ones. Same incisions were used. Surgeon did drill prior to insertion. Pt doing fine to date.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested/is expected for evaluation but has not yet been received. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. Based on the information provided, the most likely cause(s) of this event include not inserting the implant co-axial to the bone tunnel or prying/leveraging the driver while the implant is still loaded. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted.